Event description:
Information was received from a patient regarding their neurostimulator implanted for non-malignant pain. It was reported that the patient was seeing a poor communication screen on their patient programmer. The patient was unable to communicate with their device using the recharger as well. The patient last felt stimulation three weeks prior to the call and could not recall their last successful recharge session. The patient also stated that they fell on their right side on their stimulator and hit their head on (B)(6) 2016. The patient was instructed to call their healthcare provider for testing. No troubleshooting or interventions were reported. The outcome of this event is unknown. Additional information has been requested regarding the outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.